Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 145 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
The insulin pump had no button error alarm during testing. However, the pump had an intermittent esc and act buttons response due to corroded keypad traces. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, missing address/serial label and missing end cap sticker noted during testing.